Manufacturer narrative:
An event of air embolism was reported. A returned device inspection to rule out any device-related causes could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. A CAPA was initiated for further investigation on the amplatzer steerable delivery sheath air ingress trend, per internal procedures.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 14f amplatzer steerable delivery sheath was selected for procedure. The patient was under general anesthesia. It was noted that an ingress of air was noted in the sheath. The sequence of events leading to the air embolism was stated that first, the dilator was flushed, then sheath was flushed using side port. Then the sheath was connected to continuous pressure flush line and dilator inserted. Then the sheath was inserted into patient, the dilator removed and the pigtail was advanced. The air embolism was identified through angiogram. The patient did not require any medical intervention/treatment due to the air embolism. Aspiration was not performed. It was confirmed that there was constant flush through the steerable delivery sheath's side port and that continuous flush was not interrupted at any point. The dilator was not removed too quickly or slowly. The loader was connected following pigtail contrast through a wet to wet connection. The patient did not have any symptoms and remained hemodynamically stable throughout the procedure.